Event description:
Wallstent biliary pc study. It was reported that during a palliation of biliary obstruction procedure, delayed stent expansion and removal difficulties were encountered. The pt presented with stage IV pancreatic carcinoma and a distal bile duct stenosis. The percent of the stenosis is unk. The wallflex biliary 10mm x 60mm stent delivery system was advanced to the lesion, however, upon deployment the stent "did not satisfactorily expand immediately" and the stent delivery catheter "could not be removed". The physician "waited several minutes to allow complete stent expansion and the catheter was removed without complication". The physician noted that the stent remained in place and adequately "bridged the stricture". No further intervention was required. No pt injuries or complications were reported. It was further noted that the stent "remained in place without re-intervention until the pt died of underlying cancer" approx 3 months later.

Manufacturer narrative:
The complainant indicated that the device remained implanted, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.